Event description:
Additional information was received from the area representative indicating attempts for further information were unsuccessful to date as the patient came from another hospital and the treating physicians had no further information.

Event description:
It was reported through an implant card that a vns patient underwent full replacement surgery due to a lead discontinuity. At the moment good faith attempts to obtain further information from the treating physician have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report, corrected data: initial report inadvertently did not list the type of report. Information should have read 30-day report.